Event description:
On 12/13/04, the patient contacted lifescan alleging that his one touch ultra meter would not power on. He last tested with the meter in 2004, at approximately 5:30 pm. He did not experience symptoms of high or low blood glucose level at the time of concern. He contacted his medical professional for advice and received no treatment. The customer care representative (ccr) verified that the test strips were correct, the battery had been replaced less than 1 year before and was correctly installed, and the battery contacts were in good condition. The ccr walked the patient through pressing the power button and the meter did not power on. There is no indication that the patient experienced injury or medical intervention due to the meter. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.